Manufacturer narrative:
Complaint conclusion: as reported, when two 6/7f mynxgrip vascular closure devices (vcds) were attempted to be shuttled down, it did "not feel right" to the user(s); it felt like it was not deployed properly, and they had trouble deploying the two devices. The procedure was completed with a third device. There was no reported patient injury. The device was returned for analysis. During visual inspection, the shuttle was noted to be engaged. The syringe was received separated from the received device and the procedure sheath was not received for evaluation. The sealant and the advancer tube were found in its manufacturing position and the stopcock was found open. In addition, the balloon was received fully deflated. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. A simulated deployment test was performed on the returned device and the advancer tube was observed properly engaged to the proximal tamp lock. The shuttle cartridge was able to be advanced and retracted to the black handle without issue per the mynxgrip instructions for use (IFU). Additionally, the sealant could be deployed without any problems. Visual inspection at high magnification showed that the slit presence in the outer cartridge of the unit received. Based on the information provided, the condition of the returned devices and the investigation performed. The reported failure ¿shuttle~ shuttle advancement issue¿ was not confirmed for either device because the shuttle cartridge was able to be advanced and retracted to the black handle without issue and the advancer tube was observed properly engaged to the proximal tamp lock. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when two 6/7f mynxgrip vascular closure devices (vcds) were attempted to be shuttled down, it did "not feel right" to the user(s); it felt like it was not deployed properly, and they had trouble deploying the two devices. The procedure was completed with a third device. There was no reported patient injury. The devices will be returned for evaluation.